Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. However, corroded keypad traces were found. There was no button error alarm during testing. The device was received with broken belt clip slot, cracked reservoir tube lop, and cracked case near display window corners.

Event description:
The customer reported via phone call of button error with their insulin pump. Customer states that they were trying to conduct a bolus when they noticed the act and esc buttons were not functioning. The customer's blood glucose was 322 mg/dl. The customer was advised to discontinue use of the pump, and that the device would need to be replaced. The device is being returned and replaced.